Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom latch error. Evaluation experienced a door not fully latched message, caused by a loose upper link screw. The link screw were replaced during the repair process.

Event description:
It was reported that a spectrum pump has a latch failure. Any patient involvement, injury or medical intervention is unknown.